Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device supra ventricular tachycardia (svt) discriminator that is used to distinguish between rapid and gradual onset of fast ventricular rhythms inappropriately withheld therapy for sustained ventricular tachycardia (vt) after detecting it as svt. The patient was symptomatic and their condition improved after external defibrillation was provided. The patient was hospitalized. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event. Multiple device discrimination features were turned off.

Manufacturer narrative:
Continuation of d10: 459888 lead implanted, (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device supra ventricular tachycardia (svt) discriminator that is used to distinguish between rapid and gradual onset of fast ventricular rhythms inappropriately withheld therapy for sustained ventricular tachycardia (vt) after detecting it as svt. The patient was symptomatic and their condition improved after external defibrillation was provided. The patient was hospitalized. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that there was another occurrence of the device inappropriately withholding therapy for vt detected as svt. It was further reported that atrial events falling in blanking may have resulted in occasional inappropriate right atrial (ra) lead pacing. The ra lead remains in use. It was also reported that the right ventricular (rv) lead exhibited rising, variable thresholds. The rv lead remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient's vt zone was adjusted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.